Event description:
On 12/09/2023, infutronix received a report that a pump had an unknown issue. Request the pump to be returned for further evaluation.

Manufacturer narrative:
Upon review the unknown device cannot be located because there is no information provided with this device. This MDR will be reopened and updated in the event the product involved or additional information becomes available.